Manufacturer narrative:
According to the complainant the device will not be returned for investigation. It was reported that the cannula had dislodged from the infusion site. This condition could interrupt insulin delivery and contribute to hyperglycemia. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 400 mg/dl while wearing the pod longer than 48 hours. The patient reported cannula being dislodged, while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.